Manufacturer narrative:
Device evaluation: the polyethylene inserts were not returned for analysis. The endplates of both devices had evidence of iatrogenic damage, and impingement damage. The backside surfaces of the endplates showed remnants of bone. X-rays were not provided, so the migration cannot be confirmed. The damage seen could have occurred during removal or during plate interaction after migration. Potential cause: root cause was unable to be determined. This event could possibly be attributed to unknown patient, operational or traumatic factors. DHR review : per DHR reviews, the parts were likely conforming when they left zimmer biomet control. Device use : this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to address device migration found during a 6-week post-operation follow-up. Both mobi-c devices were removed and replaced by a fusion construct during the revision. This is report one of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3004788213-2021-00101.

Event description:
It was reported that a revision surgery was performed to address device migration found during a 6-week post-operation follow-up. Both mobi-c devices were removed and replaced by a fusion construct during the revision. This is report one of two for this event.